Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that a surgeon did a poly swap for instability of star ankle. Prior the patient had a primary poly (size could not be determined, but appeared to be 6 or 7 mm) removed and had a new poly implanted.